Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The returned device was evaluated by the product analysis laboratory (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was not performed as records revealed that the device had not been serviced in more than one year. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Per pal evaluation, there was no failure, malfunction or iipv events identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device passed away. The cause of death was reported to be due to shortness of breath and myocardial infarction. The patient was hospitalized for shortness of breath. Treatment was not reported. Pd therapy was continued while the patient was hospitalized. Four days later the patient passed away. An autopsy was not performed. No additional information is available.